Event description:
The customer observed an increase in elevated architect ca19-9xr results with recalled reagent lot 08851m500 for several patient samples with known colon cancer. The account sent the samples to another lab and normal ca19-9xr results were generated. The customer performed comparison testing between two other laboratories which demonstrated higher architect ca19-9xr values with reagent lot 08851m500 for several samples. The customer provided the following example of elevated ca19-9xr results for sample (B)(4): recalled reagent lot 08851m500: 51.7 and 62.19 u/ml, respectively. Reagent lot 05809m500: 24.5 u/ml; reagent lot 05026m500: 24.21 u/ml. Abbott field service visited the customer and performed a check of the architect. Additionally, the customer recalibrated the ca19-9xr assay however, refused to use the suspect reagent and requested a replacement. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.